Manufacturer narrative:
Investigation results: a review of the returned samples confirmed the presence of foreign matter on each device. An absolute root cause was not identified, however, the quality engineer states that foreign matter of this nature is not inherent to the manufacturing process and may have been introduced through the IV line. Bd was not able to duplicate or confirm the customer¿s indicated failure mode. Customer reported foreign material issues; however, the reported foreign material can be appreciated on stopcocks product and the other devices provided meaning this probably was introduced through the IV line. Quality records have been consulted for tracking and trending purposes and no issues like this are detected. No DHR review was developed for material 395240 since no lot number was available. This material is produced by assembly machine ka57. Based on investigation results to date, root cause relating to the manufacturing process cannot be determined. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary.

Manufacturer narrative:
No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure mode. Customer reported foreign material issues; however no sample was available at this point which is essential to perform a better investigation. Quality records have been consulted for tracking and trending purposes and no issues like this are detected which means pretty low occurrence. Control plan (B)(4) requires to execute suitable controls to detect foreign material during the manufacturing of a product lot. Process fmea was not intentionally mentioned because failure mode reported isn¿t equipment related. Always refer to IFU for product usage recommendations. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary. Investigation conclusion bd was not able to duplicate or confirm the customer¿s indicated failure mode. Customer reported foreign material issues; however no sample was available at this point which is essential to perform a better investigation. Quality records have been consulted for tracking and trending purposes and no issues like this are detected which means pretty low occurrence. Control plan (B)(4) requires to execute suitable controls to detect foreign material during the manufacturing of a product lot. Process fmea was not intentionally mentioned because failure mode reported isn¿t equipment related. Always refer to IFU for product usage recommendations. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary. Root cause description: based on investigation results to date, root cause for manufacturing process cannot be determined. DHR- no DHR review was developed for material (B)(4) since no lot number was available. This material is produced by assembly machine ka57.

Event description:
It was reported that a bd connecta¿ stopcock , leaked during use. There was no report of injury or medical intervention needed.